Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.